Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's pump displayed occlusion; e-4. The error was not cleared and the user continued to attempt to use the pump. Insulin was not being delivered to patient due to the occlusion, e4 error and led to patient facing elevated blood glucose. Patient obtained a reading of hi, which on the performa combo indicates a result in excess of 600 mg/dl. Patient felt nauseous and was vomiting. She was treated in emergency room, but exact treatment was not provided. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
Correction - provided correct serial number for the suspect device.